Event description:
It was reported that the device was explanted after an implant duration of approximately 75.2 months. It was learned that the device was explanted due to stenosis and insufficiency.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had another device explanted; through follow up with the surgeon's office (via fax), additional information and a copy of an operative report was received. A device history record review is currently in process.

Event description:
The account stated that the axsym analyzer has generated discrepant vancomycin results on 5 patient samples. For patient #4, the initial result was 14.9 mg/l, the retest result was 4.91 mg/l. The qc was within range. The account has decided to send out their samples to a reference lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.